Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 05-nov-2015. The most recent information was received on 04-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('left tube is a mess / unable to locate left one during ultrasound exam') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst ("large ovarian cyst"), menstruation irregular ("have irregular periods"), polymenorrhoea ("sometimes 2 weeks to a week apart between periods"), menorrhagia ("some never ending and very heavy periods"), arthralgia ("constant pain in hip"), pelvic pain ("pelvic area pain"), bone pain ("constant pain in the bones"), premenstrual syndrome ("always pms symptoms"), mood altered ("moods"), abdominal pain lower ("cramps"), headache ("headaches"), loss of libido ("no sex drive"), fatigue ("tiredness") and abdominal distension ("bloating"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, ovarian cyst, menstruation irregular, polymenorrhoea, menorrhagia, arthralgia, pelvic pain, bone pain, premenstrual syndrome, mood altered, abdominal pain lower, headache, loss of libido, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, bone pain, device dislocation, fatigue, headache, loss of libido, menorrhagia, menstruation irregular, mood altered, ovarian cyst, pelvic pain, polymenorrhoea and premenstrual syndrome to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 05-nov-2015. The most recent information was received on 09-jul-2021. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ('left tube is a mess / unable to locate left one during ultrasound exam') in an adult female patient who had essure (batch no. B21581) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Concurrent conditions included uterovaginal prolapse, incomplete. On (B)(4) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst ("large ovarian cyst"), menstruation irregular ("have irregular periods"), polymenorrhoea ("sometimes 2 weeks to a week apart between periods"), heavy menstrual bleeding ("some never ending and very heavy periods"), arthralgia ("constant pain in hip"), pelvic pain ("pelvic area pain"), bone pain ("constant pain in the bones"), premenstrual syndrome ("always pms symptoms"), mood altered ("moods"), abdominal pain lower ("cramps"), headache ("headaches"), loss of libido ("no sex drive"), fatigue ("tiredness") and abdominal distension ("bloating"). The patient was treated with surgery (essure removed,hysterectomy total laparoscopic en bloc bilateral salpingectomy). Essure was removed on (B)(4) 2018. At the time of the report, the device dislocation, ovarian cyst, menstruation irregular, polymenorrhoea, heavy menstrual bleeding, arthralgia, pelvic pain, bone pain, premenstrual syndrome, mood altered, abdominal pain lower, headache, loss of libido, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, bone pain, device dislocation, fatigue, headache, heavy menstrual bleeding, loss of libido, menstruation irregular, mood altered, ovarian cyst, pelvic pain, polymenorrhoea and premenstrual syndrome to be related to essure. The reporter commented: 2 coils proximal to the right tubal ostium. 1 coil proximal to the left tubal ostium. Lot number: b21581, manufacturing date: 2013-04, expiration date: 2016-04 -30. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 9-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 05-nov-2015. The most recent information was received on 29-jun-2021. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ('left tube is a mess / unable to locate left one during ultrasound exam') in an adult female patient who had essure (batch no. B21581) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Concurrent conditions included uterovaginal prolapse, incomplete. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst ("large ovarian cyst"), menstruation irregular ("have irregular periods"), polymenorrhoea ("sometimes 2 weeks to a week apart between periods"), heavy menstrual bleeding ("some never ending and very heavy periods"), arthralgia ("constant pain in hip"), pelvic pain ("pelvic area pain"), bone pain ("constant pain in the bones"), premenstrual syndrome ("always pms symptoms"), mood altered ("moods"), abdominal pain lower ("cramps"), headache ("headaches"), loss of libido ("no sex drive"), fatigue ("tiredness") and abdominal distension ("bloating"). The patient was treated with surgery (essure removed,hysterectomy total laparoscopic en bloc bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, ovarian cyst, menstruation irregular, polymenorrhoea, heavy menstrual bleeding, arthralgia, pelvic pain, bone pain, premenstrual syndrome, mood altered, abdominal pain lower, headache, loss of libido, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, bone pain, device dislocation, fatigue, headache, heavy menstrual bleeding, loss of libido, menstruation irregular, mood altered, ovarian cyst, pelvic pain, polymenorrhoea and premenstrual syndrome to be related to essure. The reporter commented: 2 coils proximal to the right tubal ostium. 1 coil proximal to the left tubal ostium. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 29-jun-2021: mr received. Reporter information, other relevant history,lot number,surgery type and reporter causality comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 05-nov-2015. The most recent information was received on 18-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('left tube is a mess / unable to locate left one during ultrasound exam') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian cyst ("large ovarian cyst"), menstruation irregular ("have irregular periods"), polymenorrhoea ("sometimes 2 weeks to a week apart between periods"), menorrhagia ("some never ending and very heavy periods"), arthralgia ("constant pain in hip"), pelvic pain ("pelvic area pain"), bone pain ("constant pain in the bones"), premenstrual syndrome ("always pms symptoms"), mood altered ("moods"), abdominal pain lower ("cramps"), headache ("headaches"), loss of libido ("no sex drive"), fatigue ("tiredness") and abdominal distension ("bloating"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, ovarian cyst, menstruation irregular, polymenorrhoea, menorrhagia, arthralgia, pelvic pain, bone pain, premenstrual syndrome, mood altered, abdominal pain lower, headache, loss of libido, fatigue and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, arthralgia, bone pain, device dislocation, fatigue, headache, loss of libido, menorrhagia, menstruation irregular, mood altered, ovarian cyst, pelvic pain, polymenorrhoea and premenstrual syndrome to be related to essure. Quality-safety evaluation of ptc: quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-aug-2020: pfs received : case upgraded to serious incident from non-serious. Patient demographic added, plaintiffs address updated. Essure insertion date and removal date added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.